Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible loss of capture on the right ventricular (rv) lead. It was noted there was one ventricular pace marker on the presenting egm that did not have a ventricular paced beat following. The rv lead remains in use. No patient complications have been reported as a result of this event.